Event description:
Discordant glucose, calcium, sodium, urea nitrogen and total protein results were obtained on an advia 1800 for two patients. The results were reported to the healthcare provider(s). The patient samples were repeated on another advia 1800 system and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the seals in the dilution probe aspiration pump, dilution probe discharge pump and dilution probe wash pump and replaced the dilution probe pipette mechanism. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the seals in the dilution probe aspiration pump, dilution probe discharge pump and dilution probe wash pump and replaced the dilution probe pipette mechanism. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant glucose, calcium, sodium, urea nitrogen and total protein results were obtained on an advia 1800 for two patients. The results were reported to the healthcare provider(s). The patient samples were repeated on another advia 1800 system and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant results.